Event description:
The lay user/patient called lifescan (lfs) on august 23, 2006, and alleged that the meter was reading inaccurately high. The medical affairs specialist spoke to the patient on august 25, 2006, and obtained and verified the following information. The patient reported that he experienced a hypoglycemic event some time in 2006. He reported testing his blood glucose at dinner and obtaining a result that was "within range". He took his humalog insulin based on the meter result and food intake; however, he does not recall the meter result of the amount of insulin taken. He tested before bed, at 9:30 p.m., and obtained a result of 144 mg/dl. He was feeling weak at the time of testing. He took 44 unit of lantus, which is his set amount of insulin, and then began eating cereal before bed, as a snack. While he was eating the cereal, his wife came to check on him; she found him in a daze and he was shaky. She tested his blood glucose and the result was 25 mg/dl. This was less than 30 minutes after his glucose result of 144 mg/dl. She immediately began to give him orange juice and syrup and he passed out. She called the paramedics and attempted to wake the patient. They treated the patient with IV glucose and after one hour, the patient woke up. His blood glucose was tested upon waking and the result was 21 mg/dl. The patient was taken to the hospital and monitored. The patient no longer has the meter or the supplies used at the time of event. He reported that he uses the correct testing technique. This complaint is being reported, as the patient's meter result of 144 mg/dl did not correlate with his symptoms; the patient was subsequently found to be hypoglycemic and received treatment from medical professionals. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. It the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.